Manufacturer narrative:
The sensors were applied to the pt and left in place for many hours without being checked or repositioned as indicated in the IFU. After the sensor was checked and an injury was noted, the clinician applied transparent "covers" to the leds of the sensor and reapplied the sensor. Then left the sensor in place for more than 8 hours when a second injury presented at which time the sensor was removed. Review and eval of this event and literature indicates these may be pressure sores. The eval of the sensor returned identified no thermal or safety concerns that may have contributed to skin breakdown underneath the sensor.

Event description:
"This pt came to the picu on (B)(6) 2013 with sensors in place from cardiac surgery. Immediately arrested and was placed on ECMO. The sensor was lifting, so the nurse caregiver placed a piece of tape over the sensor to secure it in place. This same sensor was left in place for several days, even though we encouraged them to reposition every 2-4 hours. Note that the pt did experience a significant amount of edema on the forehead after being placed on ECMO. On (B)(6) 2013, when arriving in the picu, nonin clinical specialist, questioned the caregiver regarding skin integrity, and was told everything was fine, no problems. The forehead edema had receded. The nurse stated that she would be giving the baby a bath and change out the sensor at that time. On (B)(6)2013, when questioned again, there was no report of problems, however, sometime later in the day on (B)(6) 2013, the first incidence was noted and photographed. The sensor was repositioned. The next photo was taken on (B)(6) 2013 showing two separate injuries from the same sensor, apparently from the same single emitter, as spacing did not match the distance measurement from dual emitters. When you inspect the sensor that is being returned, note that there are two transparent "covers" over the emitters, typically used on pulse oximeter sensors. Two separate burns on pts' forehead from the same sensor. Dr (B)(6), pediatric cardiac anesthesia, states that the injury is a third degree burn. Nurse noted skin injury on (B)(6) 2013, repositioned the sensor, then on (B)(6) 2013, noted second injury with same sensor. (B)(6), rn, who is the surgeon's nurse administrator, claims the first injury was after 24 hours in use, however, she was not the caregiver of the pt."